Event description:
Customer reported an incident of hypoglycemia requiring professional medical treatment. Customer reported meter result of 141 mg/dl on the aviva system and 56 mg/dl within 10 minutes on emt's meter. A request was made for the return of the system, replacement was sent.